Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device would not spin/rotate and was frozen was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a worn gear and vibration. It was further determined that the device failed pretest for vibration assessment. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported that the compact speed reducer device would not spin/rotate. It was reported that the perforator was frozen. During service and evaluation it was observed that the device had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.